Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that there was an infection at the implant pocket. The full system was explanted due to the infection. The cause of the infection was unable to be determined and the issue was resolved at the time of the report. No device issues reported.